Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: retain sample evaluation: the file sample testing did not identify a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-096) lot 399453. The run passed the validity and acceptance criteria established. Customer data review customer result log files were reviewed. The validity of the run met assay specification requirements. A product deficiency was not identified from this analysis. Quality data review device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-096) lot 399453 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. CAPA / non-conformance review: the CAPA review for the alinity m resp-4-plex amp kit (list 09n79-096) lot 399453 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lots. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-096) lot 399453. No adverse trend was identified. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-096) lot 399453 was not identified.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported 1 false positive result on the alinity m resp-4-plex assay. The customer reported that sample ID (sid) (B)(4) was tested on (B)(6) 2024 on the alinity m resp-4-plex assay and all 4 analytes (sars-cov-2, flu a, flu b, rsv) were reported as positive. The results were reported out of the laboratory and the ordering physician called and questioned the results. The sample was retested two hours later on a cepheid genexpert and all four analytes reported negative. The result was reported out of laboratory and questioned by the doctor. No additional impact reported.